Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of air embolism, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The information provided in the case details stated that the cds was properly de-aired during preparation and no leaks were identified with the cds or steerable guide catheter (sgc). It was confirmed that the lever caps were tightened following de-airing, and continuous heparinized saline flush was applied during cds insertion. No attempts were made to aspirate the device and the same sgc was used with a new cds without issue. Based on the information reviewed, it is likely that the ekc changes were secondary to the air embolism; however, a definitive cause for the reported air embolism and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency.

Event description:
This report is filed on the 1st clip delivery system (cds 50114u219) for air in the left atrium. This is considered a serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with a grade of 4, a posterior 3 leaflet flail, and chordal rupture. The clip delivery system (cds) was prepared without any issues. The cds (50114u219) was introduced into the steerable guide catheter (sgc) and had entered into the left atrium when air was observed within the hearts left side. Aspiration attempts were not performed. Upon device inspection, there was no air in the device lines or in the devices visible chambers. No leaks were observed. The patient experienced transient st segment elevation and the cds was removed. No treatment was provided and no myocardial infarction (mi) was diagnosed. The st segment elevations resolved without sequela. A second cds (50114u222) was introduced into the sgc, without additional air being seen. The second mitraclip was unable to grasp both leaflets due to leaflet segment pathology. There was no device malfunction and no adverse patient effect. The cds was removed without reported issue and no clip was implanted. The post-procedure mr was grade 3-4. There was no additional information provided.